Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye flex deflectable videoscope exhibited a cloudy image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h3, and h6. It has been over eleven (11) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the cloudy image, but the root cause was unable to be specified. It was presumed that due to the stress of repeated use, external factors or handling of the device, the image sensor unit was damaged, such as disconnection or a part mounted on the electrical circuit board such as the integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be prevented by following the instructions for use which state: "instructions for ltf-s190-5/10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. ". Olympus will continue to monitor field performance for this device.